Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their unit completely failed and said their doctor had done troubleshooting on friday and they had no idea when it failed, but it was sometime this year. Caller said it was not doing what it was supposed to be doing with their symptoms, they experienced a loss of therapy, and it would only go to one program. They said the healthcare provider told them to contact manufacturer representative regarding the issue. As a result of the call, an email had been sent to the manufacturer representative. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider was asked to clarify the statement that the unit had completely failed, they responded the patient's remote was not working. The healthcare provider was able to interrogate the setting and their ins had 25-45 months left. The healthcare provider reported they had no idea how the patient broke the remote and again noted the ins was fine. The clarified that the report that it would only go to program 1 was also related to the broken remote. They had redirected the patient to the manufacturer for a new remote. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.